Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence and gas trointestinal/pelvic floor. It was reported that there was a loss or change of therapy. The therapy was not helping the patient so she wanted to make some adjustments. The patient had a sudden return of symptoms where she was ¿going a lot again.¿ the implantable n eurostimulator (ins) therapy was not on and turning therapy on did not resolve the situation immediately. When they tried to increase stimulation they would see the ¿turn ins on¿ screen on the programmer. Once the ins was turned on they were able to make adjustments. After increasing stimulation to 1.6v on program it was felt in the correct area. They suspected that the sudden return of symptoms was from having the ins off but they would follow up with the doctor. The issue occurred 2 days ago, on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.